Manufacturer narrative:
No lot number is available.

Event description:
It was reported that post-op of a hysterectomy procedure that the patient experienced a surgical site infection. The site was not irrigated and there was no excess bleeding immediately prior to hemostatic agent application.